Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the atherectomy th plus 6f, removal difficulties were encountered as the device required pulling with resistance. The guidewire lumen was found to be torn/ripped. Wire prolapse occurred. The device was used in the peripheral arteries, specifically the common iliac artery and the superficial femoral artery, with plaque and soft tissue identified as the target lesions. Images were available for review. The device was removed successfully in tandem without injury or intervention, and there was no vessel damage or tip detachment. Embolic protection was not used, and the vessel was not pre-dilated. The device was safely removed from the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: device was decontaminated with cidex opa solution soak and tergazyme soak. The device was returned loaded on a 0.014¿ guidewire and the device and 0.014¿ guidewire are loaded through a 6fr sheath. The 0.014¿ guidewire is kinked and is only loaded through the tip lumen. A visual inspection shows that the guidewire lumen on the housing is ripped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.